Manufacturer narrative:
Unit received with no button response due to missing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad covering missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.